Event description:
While setting up the model 3100a for pt use, the operator reported a problem with the functions of the alarm system; specifically, setting the max paw alarm switch with the "units" digit on 6,7,8 or 9, would cause the oscillator to shut down. There was no pt involvement.